Manufacturer narrative:
During inspection and testing, service found there was a gap in the adhesive on the light guide lens caused by peeling due to handling. The reported event (forceps elevator not moving well) was not confirmed during inspection and testing. In addition, there were wrinkles on the insertion part due to external factors, the adhesive on the bending section cover was missing, and there were scratches on multiple parts of the scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the forceps elevator of the scope did not move well. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was a gap in the adhesive on the light guide lens and it was peeled off. This report is being submitted for the malfunction found during evaluation (gap/peeling of adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the adhesive that was peeled off on the light guide lens. A definitive root cause for this issue was not established. However, it is probable that issue occurred due to the stress exerted on the device from either repeated/long-term use, or from mishandling (e.g., dropping, knocking etc.). Olympus will continue to monitor field performance for this device.